Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2023-02205. It was reported that the patient experienced undesired nerve stimulation due to both leads migrating. It was noted that the patient had recently undergone a couple of unrelated surgical procedures. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted and replaced to address the issue.